Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction. H6. Investigation conclusions codes updated.

Event description:
It was reported that during biomed evaluation, it was observed that the 4k c-mnt scp,4.0,30,167,mitek device had a dark patch in the middle of picture. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - other damages caused by customer - outer tube damaged, needle outer tube dent(s) - outer tube damaged, distal tip distal tip damaged deep scratches and knicks high voltage flashover from electrode - illumination distal tip fiber damaged - particulate, optics particulate under distal lens - optical system, optical components distal cover glass/negative damaged - cosmetic issue rust/discoloration - engraving/identification datamatrix code level a visual : corrosion/rusting/pitting, visual : deformed/bent, usage : use error/misuse, labeling : illegible etch and broken (2+ pieces) : chipped/shaved/delaminated per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.